Event description:
The complaint is reported as: "when inserting the catheter, therapist punctured the artery, received blood flow back, went to thread the guide wire to place the catheter. The therapist met with some resistance and tried to reposition. They pulled back on the guidewire to remove the catheter. Upon removal, hub disconnected, and catheter was broken under the patient's skin. The guidewire looked to have been sheared." The patient's condition was reported to be stable. The guidewire was removed in its entirety.

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00298 complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "when inserting the catheter, therapist punctured the artery, received blood flow back, went to thread the guide wire to place the catheter. The therapist met with some resistance and tried to reposition. They pulled back on the guidewire to remove the catheter. Upon removal, hub disconnected, and catheter was broken under the patient's skin. The guidewire looked to have been sheared." The patient's condition was reported to be stable. The guidewire was removed in its entirety.

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00298.